Event description:
On (B)(6) 2011, the following information regarding a connection issue was received from the peritoneal dialysis nurse (pdn) by baxter global pharmacovigilance and forwarded to baxter product surveillance while following up on the report of patient death. On an unknown date, the patient began treatment with dianeal pd4 ambuflex, 2l, (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was admitted to the hospital for hypotension and failure to thrive while on peritoneal dialysis (pd). On (B)(6) 2011, the patient began megace (type and dose not reported), nutrition support (type and dose not reported), and IV fluids (type and dose not reported). On (B)(6) 2011, the patient died. The cause of death was aspiration. The pdn reported that on (B)(6) 2011, while in the hospital, the patient fell out of bed disconnecting himself from the homechoice (hc) machine. The hc machine was reconnected by the pdn and pd therapy continued. The hc machine alarmed "low drain" and the pdn was paged by the hospital nurse. On the same day, the pdn arrived at the hospital and discontinued the dianeal pd4 ambuflex therapy and contacted the physician who ordered prophylactic intra-peritoneal (ip) and intra-venous (IV) antibiotics. The pdn disconnected the patient from the hc machine and began a manual fill of pd for a six hour dwell (type and dose not reported). One round of IV and ip antibiotics were done. On that same day, the patient aspirated while being fed by his family. On that same day, the patient died. The events of death, aspiration, fall in hospital, failure to thrive, and hypotension were not related to the dianeal solution or the homechoice machine. No further information was reported.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the emdr as the product code and lot number are unknown. A follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue is confirmed, and the root cause was determined to be use error. A label review was performed and found to be adequate for the related use error(s) in the complaint. A batch review was not performed as the lot number was unknown.